Manufacturer narrative:
The customer's report of electrode connection error and does not recognize the electrodes was duplicated and the electrode receptacle connector was replaced to resolve the report. The customer's report the device would not power up was not replicated or confirmed. The device was put through extensive testing including daily/weekly/monthly testing and stress testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the devic was unable to detect the attached electrode pads and failed to power up. Complainant indicated that there was no patient involvement in the reported malfunction.